Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 16-nov-2018, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of keyboard cover replacement was confirmed by fse and subsequently confirmed in the dchu inspection process: according to work order #(B)(4), the fse reported that the keyboard cover was replaced and the keyboard was tested by typing. Preventive inspection was performed with no further issues reported. During dchu visual inspection: pn 353839-01: the cover, silicone,kybd was received by the dchu investigation lab with signals of fluid ingress and all cover surface showed wear. During dchu testing: pn 353839-01: no dchu testing was necessary as this issue is cosmetic in nature. Device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure replaced keyboard cover is determined to be due to prolonged use over time.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard cover required replacement. As per part investigation, it was determined that signals of fluid ingress and all cover surface showed wear. There were no adverse events or injuries reported based on this event.